Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147214 with covid-19 lod and blank patient swabs. All tests were run in triplicate, were valid, and performed as expected. No false negative results were observed, and the customers complaint was not replicated. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 147214 and device part number 195-430h / lot 141419r. Quality control release testing met specifications and there were no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within label claims. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and provide additional information.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a potential false negative result with the binaxnow covid-19 ag self test. Repeat testing was performed. Results were negative. Confirmation testing was not performed. The customer stated she was symptomatic. No additional patient information, including treatment and outcome, was provided.